Event description:
The initial reporter received questionable na and cl electrode results from fifteen patient samples tested on the cobas pro ise analytical unit. The following examples of discrepant results were provided: patient sample 1 the initial na result from the analyzer was 146.1 mmol/l. The repeat result from another cobas ise pro analyzer was 135.5 mmol/l. Patient sample 2 the initial na result from the analyzer was 156 mmol/l or 156.1 mmol/l. The repeat result was cobas ise pro analyzer 138.7 mmol/l or 140 mmol/l. The initial cl result was 112 mmol/l. The repeat result was 98 mmol/l. Patient sample 3 the initial na result from the analyzer was 151.00 mmol/l. The first repeat result from the analyzer was 149.50 mmol/l. The second repeat result from another cobas ise pro was 145.90 mmol/l. The third repeat result from another cobas ise pro was 147.80 mmol/l.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and determined that incorrect emptying or drying of the dilution bath due to contamination of the dilution vessel and/or clogged vacuum nozzles from patient samples with poor quality had caused the event. He replaced the vacuum nozzle and the vacuum bottle. The investigation determined the event was due to a preanalytic issue at the customer site (contamination of the dilution vessel and/or clogged vacuum nozzles from patient samples with poor quality). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The investigation determined that the service actions resolved the issue.